Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing, pacing inhibition, and inadequate therapy were noted on the right ventricular lead. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable.